Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The device was disposed of and not available for eval. Therefore cause cannot be determined. The complaint rate for breakage is 0.00042 within the last year. No CAPA measures taken due to extremely low complaint rate.

Event description:
Reference importer report number: (B)(4).